Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint and lifted traces on the interface board. Unable to test the operating currents due to the blank display.

Event description:
It was stated that the display would constantly turn off and on. It was also stated that the display was frozen. Nothing further was reported.